Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead¿s suture sleeve migrated down the lead and into the vein during lead implant attempt. The lead had to be unscrewed from the device in order to get the sleeve out. Forceps were used to pinch the vein to get the sleeve out of the vein. The process of removing the sleeve damaged the lead when there was difficulty advancing a stylet down the lumen of the lead during repositioning attempt. The physician complained that the suture sleeve should have a safety block to prevent the sleeve from entering venous anatomy. The lead was removed from implant and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.